Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator is stuck at 39 percent fraction of inspired oxygen (fio2). He changed the oxygen cell and his external analyzer still read 39 percent. The blender appears to be stuck and a new gas delivered engine (gde) would be needed. The customer did not state if the unit was on a patient at the time of the event.

Manufacturer narrative:
Results of investigation: the avea gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was due to a faulty stuck/stops flag.